Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that due to mesh protrusion, pain and infections, patient underwent a pelvic exploration with removal of foreign body fiber on (B)(6) 2003 and an anterior repair, pelvic fascial sling on (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 in order to treat rectocele, cystocele, and hypermobile urethra concurrently with a posterior colpoperineorrhaphy, anterior repair, and cystoscopy due to symptomatic pelvic relaxation. It was reported that the patient was readmitted to hospital on (B)(6) 2003 with postoperative ileus and hyponatremia. It was reported that the patient underwent implantation of allosource fascia lata and american medical systems in-fast on (B)(6) 2003. It was reported that the patient underwent left heart catheterization, left ventriculogram, coronary angiography, and right femoral angiogram on (B)(6) 2003 due to chest pain, shortness of breath, and diaphoresis. It was reported that the patient experienced a non-q wave myocardial infarction. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.